Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the atrial lead had become dislodged. On (B)(6) 2014, the lead was revised and the patient was stable.